Event description:
Stiffness in left knee [joint stiffness, extreme pain in left knee [arthralgia], swelling in left knee [joint swelling]. Case description. A spontaneous report was received on (B)(6) 2009 from a (B)(6) female pt with a history of osteoarthritis, initials (B)(6), who experienced extreme pain, swelling, and stiffness after starting synvisc one. The pt had a history of previous treatment with synvisc (a series in the left knee one year ago, and a series in the left knee six months ago). On (B)(6) 2009, she received an injection of synvisc one into the left knee. On (B)(6) 2009, she presented to the ER complaining of extreme pain, swelling and stiffness in the injected knee that began the evening following the injection ((B)(6) 2009). Treatment included ice, elevation, celebrex, and vicodin (unk dosages). At the time of this report, the pt had not yet recovered. For add'l events from this reporter see (B)(4). MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.